Event description:
It was reported to manufacturer from the pt's neurologist's office that the pt had expired. The neurologist had not seen the pt since 2006. The cause of death is unk to the neurologist, as is the relationship of the death to vns therapy. Good faith attempts to obtain the cause of death are underway.

Manufacturer narrative:
CAPA was opened on june 26, 2009 to address blood stream infection complaints.

Event description:
The facility educator for infection control reported to the baxter sales representative that patient bsis (blood stream infections) have been associated with the use of the flolink device during 2008 and 2009. There is no information currently for each event. It is unknown what interventions were required. The patient outcomes are unknown. The actual samples were discarded and no companion samples are available. The facility educator has provided additional training for the clinical nursing staff. This is related complaint for patient c.

Manufacturer narrative:
The sample was discarded, the lot number is unknown, and no companion samples are available.